Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead helix would not extend. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history review(DHR) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
The reported event of the helix mechanism not extending was confirmed. As received, a complete lead was returned in one piece helix partially extended and clogged with blood/tissue. Visual, electrical and x-ray inspection of the lead did not find any anomalies. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix length measured to be within specification. The cause of the reported event was isolated to helix being clogged with blood/tissue.